Manufacturer narrative:
This follow-up report is being submitted to correct information and relay additional information. No devices were received; therefore the condition of the components is unknown. Review of device history records found these units were released to distributor with no deviations or abnormalities. The following components were reviewed for compatibility with no issues noted: 183620, 141251, and 183124. Review of the complaint histories identified additional complaints that were investigated, and it was determined that no further action is required as pain is subjective. Additionally, no further action is required for limited range of motion due to the time frame over which the products were manufactured with similar issues. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant product¿ finned tibial tray catalog 141251, lot 2013010375; vanguard ps tibial bearing catalog 183620, lot 116140.

Event description:
It was reported that the patient underwent a knee revision approximately six months post implantation due to pain, difficulty mobilizing, and the formation of an unknown dark spot near the prosthesis.